Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was not duplicated in the evaluation. Review of black box history found multiple language corruption related alarms which were not duplicated in the evaluation. Using the returned caps, the pump powered up to a blank display screen with auditory and vibratory features. The incident of the blank screen may potentially lead the user to suspect the pump had no power when, in fact, power was present as evidenced by the auditory and vibratory feature on start-up. A pump casing crack was found near the upper right corner of the display lens. Pump casing was opened and evidence of moisture intrusion was found throughout the pump interior. Display was not restored when the pump screen was replaced with a test screen. Due to the blank display screen and the moisture intrusion the remaining testing could not be completed and the power complaint could not be fully investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. Reportedly the display screen was black and there were no audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.